Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (discharge profile faults) was confirmed. Upon investigation the monitor failed incoming pulse testing. The cause for the failure was isolated to a defective u903 op amp on the computer/analog pca. The root cause for the defective u903 op amp could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was producing discharge profile faults.